Event description:
Boston scientific received information that this patient experienced an episode of syncope. Upon examination, it was noted that this right ventricular lead displayed increased thresholds with a spike in pacing impedance measurements from 400 to 900 ohms since the most recent follow-up. It was suspected that a lead fracture may have occurred, resulting in the event. Surgical intervention was performed to surgically abandon and replace the lead. No additional adverse patient effects were reported.

Manufacturer narrative:
The lead was surgically abandoned and replaced. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.